Event description:
The initial reporter received questionable hba1c assay results for several patient samples tested on the cobas pure c 303 analytical unit. The reporter provided one example of discrepant results: the initial result was 9.9% / 85.0 mmol/mol. The repeat result was 6.1% / 42.7 mmol/mol. The initial result was not reported outside the laboratory as it was deemed implausible based on previous results, prompting the patient's sample to be rerun.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) checked the analyzer and found the main pump pressure increased, leading to a reaction cell overflow. He adjusted the main pump pressure and wash volume. The investigation determined that a component failure had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.